Event description:
Dexcom g6 sensor patches typically come defective. In may I had to get 3 replacements because the sensor pulled away from the adhesive and the other 2 did not read correctly. One of them caused a massive bleed. Today I contacted them because another sensor pulled away from the adhesive patch and they informed me that I am only allowed 3 replacements per 90 day period. Even if the product is defective. I have no way to get a replacement no matter what. And they are fully willing to admit that it is faulty. They are incredibly expensive too which basically means a defective one happens and you are literally out hundreds of dollars with no advocate. Reference reports: mw5119805, mw5119806, mw5119808, mw5119809, mw5119810, mw5119811, mw5119812, mw5119813.